Event description:
Patient stated that after essure placement in 2009, she began having problems in 2011. After being diagnosed with colon cancer in 2010, she began having abdominal pain and irregular periods. From (B)(6) 2014 she had 6 months of constant vaginal bleeding. She had a d and c and biopsy done in (B)(6) 2015. In (B)(6) 2015, she had an emergency hysterectomy approached through her abdomen because cancer surrounded the implanted clip. The cancer present did not metastasize. In (B)(6) of 2015, 15 lymph nodes were removed and were benign. After hysterectomy, the patient had kidney failure, depression, bowel obstruction, dehydration, lost (B)(6) lbs. In 11 days, headaches and PICC line placement. Patient was hospitalized for 15 days post procedure. On (B)(6) 2015, one lymph node from her underarm was removed. She currently has 6 swollen lymph nodes. Dr. Requested that patient undergo radiation treatment everyday for 5 weeks and she declined. Patient states that the doctor is convinced that the essure was the causative agent for her abdominal cancer. She is currently having genetic testing done to determine why two types of cancer that are not related were found in her body. The first being colon cancer and the second being abdominal cancer concentrated around the implanted clip.

Event description:
Add'l info received from reporter on (B)(6) 2015. Pt states that her uterine cancer has spread to her lymph nodes. Pt started chemotherapy on (B)(6) 2015 and will continue every 3 weeks for 6 months.